Event description:
When the surgeon was placing the lens into the eye, she noticed that there was a scratch on the intraocular lens. The surgeon was unable to determine whether it was a manufacturing defect or a loading/insertion problem.no apparent injury to the patient. A back up lens was available and placed into patient's eye.